Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it was reported by the sales rep (B)(6) they plugged everything in. The light source turned on by itself. The distal end of scope caused drape burn probable root cause: bad digital board on the ccu, short on the camera head buttons / button board.

Event description:
It was reported that the product caused the drape to burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product caused the drape to burn.